Event description:
On 7/24/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 7/3/24. A user with mental challenges was hospitalized with dka from (B)(6) 2024, after experiencing prolonged high blood glucose levels due to an infusion site issue. The site was placed the evening before, and the user's blood glucose reached 600 mg/dl, remaining high for 15 hours. The user was admitted to the ICU and received IV treatment but does not recall the specifics of the treatment. The user resumed using the ilet pump a few days later. The user was using the convatec inset (23", 6mm) teflon infusion set.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemic event appears to begin following a cartridge and infusion set change the evening of 7/2. In addition, insulin dosing was suspended after 8 hours of no cgm signal overnight from 7/2 to 7/3. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failed infusion set. The period of missing cgm data that lead to temporary suspension of insulin delivery likely contributed to the severity of the event.